Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm or power loss alarm noted during testing. Pump error 63 alarm confirmed in the pump history due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a hardware low level failures. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump received replace battery alert. The customer mentioned that they changed the battery but the issue was not resolved. The insulin pump will be returned for analysis.